Event description:
A cranial biopsy to retrieve tumor tissue samples was performed with the aid of the brainlab cranial navigation system. The tumor had an approximate diameter of 1.4cm and was located ca. 8.6 cm deep in the brain. During the procedure, the surgeon: registered the actual patient anatomy to the navigation (to the MRI scan imported into and used by the navigation system), verified and accepted the registration; adjusted the direction of the non-brainlab biopsy needle to the pre-planned trajectory by adding an offset to the navigated sleeve/guide in the navigation; manually calculated the depth for the non-brainlab needle to insert (the needle itself was not navigated, thus no information of current needle depth is provided by the navigation in this workflow); performed the biopsy. According to the surgeon: the sample taken was not the intended tumor tissue; the surgery was finished without additional biopsy attempts. The post-operative MRI scan indicated the location the biopsy was taken deviated from the intended target by ca. 13mm. In the aftermath of the biopsy, the patient experienced abnormal movement (painful dystonia) that were resolved with medical treatment. The biopsy was repeated on (B)(6) 2014 (not using brainlab navigation) and completed successfully as intended. There have been no further remedial actions necessary, done or planned for this patient due to this issue.

Manufacturer narrative:
According to the surgeon, in the aftermath of the biopsy, the patient experienced abnormal movements (painful dystonia) that were resolved with medical treatment. This clinical effect was communicated to brainlab on (B)(4) 2014. A risk to the patient's health could not be excluded for these specific circumstances, since tissue sample was taken in another region of the brain than intended, with the brainlab device involved, although: there is no indication of a systematic error or malfunction of the brainlab device regarding this issue. Corresponding brainlab measures to minimize this already anticipated risk as low as reasonably practicable are in place. According to the results of brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the difference between the actual biopsy applied and the planned trajectory virtually displayed by the navigation is one or a combination of the following factors: there were artefacts in the MRI scan that led to a user registration of the patient anatomy in the navigation for that the best fitting match the navigation found, was slightly tilted. This slight tilt apparently remained undetected by the user with the required accuracy verification of the navigation with the functions available in the navigation sw. The dept to insert the non-navigated non-brainlab needle was calculated manually by the surgeon (no information of current needle depth is provided by the navigation in this workflow), brainlab is unable to evaluated correctness of this calculation. The non-brainlab biopsy needle might have been bent or might have become bent during the surgery. Brainlab intends to re-iterate the according requirements for navigation accuracy to this hospital, and additionally intends to inform this hospital about brainlab options to navigate biopsy needles.